Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening thrombocytopenia and acute chronic anemia with a possible relationship to the impella device used: patient developed mild thrombocytopenia post-operation on (B)(6) 2024. Thrombocytopenia worsened after rp impella implant (B)(6) 2024. Baseline platelet post-procedure: 108 k/ul on (B)(6) 2024 at 12:42. Nadir platelet post-impella implant: 82 k/ul on (B)(6) 2024 at 04:00. Resolution platelets: 129 k/ul on 17 aug 24. Action taken: transfuse rbc prn. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined.